Event description:
Bed slide of foot section of the affinity ii birthing bed fell off while pt and baby were in bed following delivery. All owned-models have this ability to disengage inappropriately. Rptr does not have the serial # of the bed involved in this incident.